Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head was defective. (B)(4).

Event description:
It was reported that it was not possible to interrogate a pacemaker. The radiofrequency (rf) head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.